Event description:
It was reported that the circuit breaker number 2 on the 9900 system was tripped. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord, circuit breaker, and surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.